Manufacturer narrative:
One dragonfly optis imaging catheter was received for evaluation. The results of the investigation concluded that the guidewire exit port had been stretched in an outward direction toward the distal end. Functional testing revealed that the mini-rail inner diameter was also within manufacturing specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event and dissection remains unknown, the guidewire exit port damage is consistent with damage during use.

Event description:
During the procedure, a dissection occurred. After the optical coherence tomography run, the cardiologist tried to pull the guidewire out of the catheter, but it was not possible. The guidewire and catheter were pulled out together and a dissection occurred. A stent was implanted to treat the dissection and the patient was stable.